Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 7.24 mg per day) and fentanyl (3000 mcg/ml at 869 mcg per day via an implantable infusion pump. It was reported that following a pump refill the patient was found unresponsive in his car. The patient was admitted to the hospital and treated with narcan. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.